Event description:
Reporter indicated that the patient passed away in his sleep. The patient's neurologist believed that the cause of death was probable sudep. The physician states that it is unk if vns therapy contributed to the sudep. No autopsy was performed; however, the devices were explanted by the medical examiner prior to cremation and returned to manufacturer for evaluation. Device failure is not suspected.

Manufacturer narrative:
Death occurred, but is not suspected to be related to vns therapy. Device failure is not suspected.